Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies and a sensing/detection issue with the right ventricular (rv) lead was noted. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.